Event description:
The patient received her scs system including an ipg, on (B)(6) 2007. Approximately 6 months later, neither the patient nor the clinician could establish contact with the ipg using the patient programmer or the charger. Fluoroscopy confirmed the device had not flipped in the ipg pocket site. The physician explanted the ipg in (B)(6) 2008. The explanted ipg was returned to nmd for analysis. No additional information is available.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg communicates with a programmer but not with a charging system or the auto tester. Ipg was placed on charger. Charger recognized the ipg and began charging. The ipg remained on the charger overnight until fully charged. After being fully charged, the ipg was placed on the auto tester and passed. Further analysis indicated the antenna weld to one side had broken. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.